Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3641sp-1, batch ar-15420714 was received for evaluation. Visual inspection revealed that the shaft was bent near the handle. No additional damage was observed on either the handle or the tip of the inserter. The most likely cause of the reported failure is user error, which may include: improper bone preparation, application of excessive force, and insertion angle not being perpendicular to the bone dfu-0054-eor7_fmt_en bio-fastak, fastak¿, suturetak® and fibertak® suture anchors g. Precautions: 4. Fastak and fibertak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. 8. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 9. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the rotator cuff repair surgery that the implant has slipped out of the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.